Event description:
The hospital reported a patient was connected to an avance cs2 desaturated towards the end of the case. Reportedly, the patient showed signs of hypoxia in the days following the case. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs madison - (B)(4).

Manufacturer narrative:
The cause of the reported event is undetermined. The hospital has declined multiple attempts to provide further information to ge healthcare. H3 other text : the cause of the reported event is undetermined. The hospital has declined multiple attempts to provide further information to ge healthcare.